Manufacturer narrative:
In initial report, the manufacturer date provided was inadvertently reported as 03/31/2014, however the correct date is 03/11/2014. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and presented on (B)(6) 2019 with fiber underneath on the flap of the left eye (os) which was noticed during post-op slit lamp exam. A flap lift and rinse was performed. T was stated that the patient had no loss of best corrected visual acuity (bcva). The patient had no visual symptom or physical complaint. Patient reported symptoms are not interfering with daily activities. Patient was happy, the fiber was gone and the flap was intact and clear. The patient's symptoms resolved on (B)(6) 2019. Bcva from (B)(6) 2019: right eye post-op 20/20 .25 x .00 x 90; left eye post-op 20/20 .00 x .00 x 90.